Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# (B)(4). Implanted: (B)(6) 2011. Product type catheter product ID 8578 lot# (B)(4). Implanted: (B)(6) 2017. Product type catheter other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), product ID: 8578, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 679 mcg/day flex) via an implantable pump for unknown indications for use. It was reported that the patient's dosage hadn't changed but they have had an increase in spasticity per the patient's mother. The healthcare provider (hcp) attempted a dye study, however, they were unable to complete it as they were unable to aspirate the catheter. It was unknown if there were external factors. An x-ray was utilized to follow the catheter up to the thoracic spine and the catheter tip was at t4-t5. Hcp will reach out to the managing office to discuss. The event had not been resolved at this time.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate was unknown. At the time of this report, the inability to aspirate had not been resolved. The dose was adjusted by the managing doctor and the patient was to follow up at an appointment. The event had not been resolved at this time. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.